Event description:
Legal counsel for the patient reported that the patient underwent a total hip arthroplasty on (B)(6) 2010. Legal counsel for patient reports patient allegations of pain, loosening of the component, and lack of mobility. Subsequently, the patient underwent a revision on (B)(6) 2012. The head was removed and replaced; an e1 articulation liner was implanted. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.